Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the incident. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, assisted in the reset process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.